Event description:
The ventilator stopped working while in use on a patient.====================== manufacturer response for ventilator, 840======================representative from covidien came in to the hospital and repaired the ventilator.